Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a female patient (age unknown), an arc was seen from the electrode pads. After removing the electrode pads from the patient's skin two thrid degree burns were noted. (Reported on maude report number mw5042240).

Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes did reveal an energy concentration spot and foreign substance on the sternum pads. Additionally, the patient was paced for approximately 22.5 hours. When pacing for longer than 30 minutes the pad adhesion is to be checked periodically to ensure good skin contact and the electrode pads should be replaced every eight hours. Please reference the attached preparation for use pamphlet that instructs users to take the necessary precautions to reduce these factors. This report has been attributed to poor coupling of the electrode pads to the patient's skin and pacing a patient for a substantially longer period of time than is recommended without changing the electrodes or ensuring proper contact. Analysis of reports of this type has not identified an increase in trend. (B)(4).